Manufacturer narrative:
Patient code 1757 is used to capture the user burned injury to the scrub tech. Problem code 1437 captures the reportable event of fiber connector overheats. A flexiva 200 laser fiber was returned broken in two pieces with the tip degraded. The first piece measured approximately 168.4 cm from the top of the connector to the tip. The second piece measured approximately 146 cm from the break to the tip. Visual examination revealed that the exposed glass fiber tip measured approximately 2.5 mm and appeared used. Additional examination under magnification revealed that the pattern on the tip face was consistent with normal degradation. Fibers are consumable and meant to degrade. There was no damage along the body of the fiber. Visual examination revealed that light cannot travel to the fiber face within the sma connector to illuminate it indicating that the fiber was broken within the connector, likely as a result of handling during setup of the procedure. The fracture within the connector likely caused the reported overheating of the connector during the procedure, confirming the complaint. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on december 24, 2018 that a flexiva 200 laser fiber was used during a cystoscopy with lithotripsy procedure performed on (B)(6) 2018 . Reportedly the laser unit used was a lumenis versapulse powersuite 60 watt console. According to the complainant, during the procedure, it was noted that the aiming beam was not working. The scrub tech went to tighten the fiber connector and noted that it was hot to touch. Reportedly, the scrub tech's right hand was burned and was treated with an antibiotic ointment then the fingers affected were wrapped. The procedure was completed with a different type of laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was used during a cystoscopy with lithotripsy procedure performed on (B)(6) 2018. Reportedly the laser unit used was a lumenis versapulse powersuite 60 watt console. According to the complainant, during the procedure, it was noted that the aiming beam was not working. The scrub tech went to tighten the fiber connector and noted that it was hot to touch. Reportedly, the scrub tech's right hand was burned and was treated with an antibiotic ointment then the fingers affected were wrapped. The procedure was completed with a different type of laser fiber. There were no serious injury nor adverse patient effects reported as a result of this event.